Event description:
During the device evaluation, deposits was observed on the ultrasound gastrovideoscope's light guide lens surface. Additionally, the adhesive around the objective lens were worn. There was no patient involved.

Manufacturer narrative:
Based on the completed investigation, the identity of the deposit and the reason it remained in the device could not be definitively determined. The root cause of the other malfunctions also could not be confirmed; however, the issues are likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.